Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and available information, the investigation determined the likely cause of the reported event was failure of the cable unit due to excessive force applied (user handling). As stated in the instructions for use, as a preventive measure: "do not coil the camera cable with a diameter of less than 20 cm. The camera cables may be damaged." "Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable."

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ image does not appear¿ was confirmed due to a faulty cable. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
The service center was informed that during preparation for use, the image did not appear on the camera-head display. There was no patient involvement reported.